Manufacturer narrative:
Device investigation summary: upon receipt the device contained cloudy gel. Red material was observed within the device and gel was observed on the shell surface. During initial evaluation a rupture within siltex cracking were observed on the anterior aspect, measuring approximately 10.6 cm. No other anomalies were observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture within siltex cracking was found on the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv ( high temperature vulcanization) shell of siltex breast implants. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (left) 405cc mentor memorygel breast implant catalog: 3507405mc lot: 7666469 sn: (B)(4) and (right) 405cc mentor memorygel breast implant catalog: 3507405mc lot: 7641014 sn: (B)(4). On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: 550cc mentor memorygel breast implant catalog: 3545507 lot: 1010996 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a 600cc mentor memorygel breast implant on the left and a 550cc mentor memorygel breast implant on the right, experienced left side rupture post-operatively. Mammogram and MRI were performed and evaluated the rupture. As a result, the patient was scheduled for removal on (B)(6) 2019.